Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, during pre-use testing, a microsensor would not zero. Another was used to complete the procedure with a 30 minute delay but no adverse consequences.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. Visual inspection found no damage to the sensor, catheter material or connector. The device was then functionally tested. The sensor passed electronic, noise, linearity/hysteris, and signal drift test. A review of both component and finished good lot records found no discrepancies. Based on thr evaluation, the reported issue was not able to be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.